Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. Based on the additional information received, this event no longer meets reporting criteria. The procedure was able to be completed and was not aborted.

Event description:
It was reported that prior to the procedure, the console automatically shut down. The medical engineering department within the hospital was contacted. The engineer was able to restart the console and return it to normal operation. The procedure was completed using this device without any patient complications.

Event description:
It was reported that prior to the procedure, the console automatically shutdown, so the device was replaced. A hospital engineer was able to restart the console normal operation resumed. However, the procedure was not completed due to this event. This event is being reported for a cancelled procedure with a patient under anesthesia unknown.